Event description:
Shoulder revision surgery performed on (B)(6), 2021, due breakage of the central peg of the poly liner (product code 1377.50.005, lot# 17at017 - ster. 1700126). It was reported that the glenoid liner was found in the axilla dissociated from the baseplate. Based on the received information, upon examination of the polyethylene, the central peg had snapped at the base. The remainder of the peg was inside the peg of the baseplate. According to the complaint source, some metalosis was present. No fall or traumatic event reported: the patient was going about her daily activities when she heard and felt a crack with an onset of pain and reduced range of motion. The following components were explanted: - liner for metal back glenoid small-r (product code 1377.50.005, lot# 17at017 - ster. 1700126) - smr humeral head ø42 mm (product code 1322.09.420, lot# 1701131 - ster. 1700108) - smr ecc.adaptor taper standard (product code 1330.15.272, lot# 1707401 - ster. 1700238) - smr finned humeral body (product code 1350.15.110, lot# 1705039 - ster. 1700200) the implant was converted to a reverse prosthesis. A 40mm glenosphere, a short reverse body and a medium 40 mm liner were implanted. Previous surgery took place on (B)(6), 2017. Patient is a female. According to the complaint source, bmi was more than 40. Event happened in australia.

Manufacturer narrative:
By checking the manufacturing charts of the involved lot#, no pre-existing anomaly was found on a total of (B)(4) items manufactured with the same lot#. According to our records, at least (B)(4) poly liners with lot #17at017 - ster. 1700126 have been implanted and this is the only complaint received on this lot #. Explants were not available to be returned to limacorporate for further analysis. Limacorportate received two pictures of the explanted liner. X-rays analysis: limacorporate received a total of two x-rays referring to pre-op revision surgery. The x-rays received - dated (B)(6) 2021 - and the explant's pictures taken during the revision surgery - have been evaluated by a medical consultant. Following, the medical consultant comments: "the pre-op radiographs show a high riding humerus in regard to the glenoid, the glenoid component is positioned very low. The center of rotation of the humeral head in relation to the major tubercle is suboptimal, slightly overstuffing. This in combination can have led to eccentric loading to the pe liner, engagement of the gap between the humeral head cut surface and the humeral head to the rim of the pe liner in excessive rotation is also possible. The way the liner looks suggests a strong shearing force to cut off the peg from the body of the liner. This excessive shear force cannot be found in a working balanced joint, friction of the components is far below this amount of force. All evidence points in the direction of an alignment problem with the patient and not to an implant-related failure". Stating that: · check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lot# 17at017; · according to the medical consultant, there had been eccentric loading to the pe liner due to suboptimal positioning of the prosthesis, thus "all evidence points in the direction of an alignment problem with the patient and not to an implant-related failure"; we can conclude that the event can be classified as mostly surgical factor related. Pms data: according to limacorporate pms data, revision rate of l1 liners - belonging to the family codes 1377.50.xxx - due to dislocation/breakage is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Manufacturer narrative:
By checking the DHR of the lot #17at017, no pre-existing anomalies were detected on the items manufactured with the same lot #. This is the first and only complaint received on this lot#. We will submit a final MDR once the investigation will be completed.

Event description:
Shoulder revision surgery performed on (B)(6) 2021 due breakage of the central peg of the liner for metal back glenoid small-r (product code 1377.50.005, lot# 17at017 - ster. 1700126). It was reported that the glenoid liner was found in the axilla dissociated from the baseplate. Based on the received information, upon examination of the polyethylene, the central peg had snapped at the base. The remainder of the peg was inside the peg of the baseplate. According to the complaint source, some metalosis from metal on metal was present. The following components were explanted: liner for metal back glenoid small-r (product code 1377.50.005, lot# 17at017 - ster. 1700126). Smr humeral head ø42 mm (product code 1322.09.420, lot# 1701131 - ster. 1700108). Smr ecc.adaptor taper standard (product code 1330.15.272, lot# 1707401 - ster. 1700238). Smr finned humeral body (product code 1350.15.110, lot# 1705039 - ster. 1700200). The implant was converted to reverse. Previous surgery took place on (B)(6) 2017. Patient is a female. Event happened in (B)(6).